Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device observed that the device had low rpms and there was a hole in the hose by the muffler. Therefore, the reported condition was confirmed. It was determined that the hole in the hose was indicative of pulling on the hose instead of the muffler to disconnect it from the autolube and/or from pulling the autolube around by the hose. It was further determined that the hole in the hose caused low power. The assignable root cause was determined to be component damage caused by user error, abuse, and/ or misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was observed that the motor device had a hole in hose by muffler. It was further observed that the revolutions per minute (rpms) were below specification. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.